Event description:
Boston scientific was notified that during a procedure when the matrix standard 3d-coil was being delivered, the physician encountered resistance and the coil could not be placed in the aneurysm. The physician withdrew the coil and found that it had already detached.